Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aux drawer 5.1 with half-height 1x2 cubies had failed. A field service engineer found that the aux hh enhance 5.1 was not detected on the bus. The field service engineer performed a power cycle for 15 minutes and re-seated all the connections in the controller card, interface card, and row board. The field service engineer removed cubie a1 and gave custody to the customer before reinstalling the components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a multiple failed cubies in drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.